Event description:
Post acoustic neuroma repair on (B)(6) 2015, pt was being monitored for spo2 utilizing a masimo disposable finger sensor, which had been reprocessed by stryker. On (B)(6) 2015, pt had a desat at 7:15 am and staff placed her on oxygen and changed the spo2 probe. Subsequent to abg's and CT, the pt was placed on a reusable masimo spo2 sensor, which indicated normal saturation.